Event description:
After the instrument was fired over the tissue, the instrument's jaws would not open to releasethe tissue by retracting the black return knob. Therefore, the surgeon decided to convert the procedure to an open surgery to transect additional tissue, free the instrument from the site, and complete the case without further incident. Procedure: wedge resection patient status: no pt injury reported.